Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported dry eyes in a patient's right eye six months 27 days post lasik. Upon follow up, patient is using a topical gel at night and artificial tears two to three times a day. Patient is scrubbing eyelid daily. Patient was also prescribed an oral medication to take daily. Optometrist reported that the patient did not experience dry eyes prior to having lasik done. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.